Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 80-90% stenosis and calcification). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80-90% stenosis and calcification). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
It was reported that a physician was attempting to implant a 2.25 mm diameter x 18mm length endeavor resolute rx drug eluting stent to treat a lesion in the lad reported to have been in a moderately tortuous vessel with the lesion exhibiting 80-90% stenosis with severe calcification. It was reported that the device could not pass the calcified lesion and it could not move easily and it was noted to be deformed as it was removed from the patient. As a result another des stent was then used to complete the procedure. No patient injury or clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was flared. The hypotube was kinked 94.4cm distal to the strain relief. A number of struts on the 10th proximal stent segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).